Event description:
Information was received from a patient who was implanted with a neurostimulator for radicular pain syndrome (radiculopathies). It was reported that the stimulator wouldn¿t turn off. The patient turned her stimulator on at 1pm on (B)(6) 2016 and she attempted to turn it off early evening of (B)(6) 2016 and claimed that it wouldn¿t turn off. It was confirmed that the batteries in the patient programmer were good. The nurse that was with the patient was instructed to try and turn the stimulator down, but the patient claimed that she could still feel stimulation. The manufacturer representative interrogated the battery and it confirmed that it was in fact off. There was some form of telemetry going. No diagnostics were done outside of interrogating the stimulator. No actions/interventions were taken at the time of the report. The issue was not resolved at the time of the report. The patient was in the intensive care unit for an unknown reason. A surgical intervention was not performed the day of the report and one was not planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.